Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to duplicate the reported display issue and observed that the buttons on the device were non responsive.  Physio-control replaced the user interface and the system controller pcb assemblies and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer initially reported that the display on their device was not functioning properly.  Upon the initial device evaluation by physio-control, it was observed that none of the buttons on the device were functional.  Without this functionality, the device could not be used on a patient, if needed. There was no report of any patient use associated with the reported issue.